Event description:
During baxter's functional testing of a spectrum pump, it displayed an upstream occlusion alarm, when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false upstream occlusion alarm. The device passed add'l upstream occlusion alarm testing. The upstream sensor was calibrated to ensure proper detection.